Manufacturer narrative:
Based on the information provided, the customer determined that the nibp cuff malfunctioned. The part number and manufacture date of the nibp cuff is unknown. Based on the results of the information provided, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was the nibp cuff. After the customer replaced the nibp cuff, the device returned to normal.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2026, at 16:10, a nurse encountered repeated inflation of the blood pressure cuff while measuring a patient's blood pressure. When testing the device on herself, the cuff also repeatedly inflated and blood pressure could not be measured. The device was immediately replaced for patient monitoring. No harm was caused to the patient. The original device functioned normally after the cuff was replaced.